Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core, and review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency, where this error likely changed the programmed brady settings to the default which may have contributed to muscle stimulation. The corrupted memory was corrected in the laboratory and the device reverted to normal operation, where they did not see any additional memory errors after running in primary operation for 24 hours. Device testing was performed, where normal device function was observed. The cause of the memory inconsistency was not able to be determined through laboratory testing, but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) came to the emergency room due to experiencing pocket stimulation, and upon interrogation it was found that the device had entered safety core. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. No additional adverse patient effects were reported.